Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the nurses noted abnormal beeping of the controller. Log files were sent and the battery was exchanged without consequence to the patient.  No further information was provided.

Manufacturer narrative:
It was reported that the patient was experiencing abnormal beeping involving battery bat211822. The battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the data log files revealed that battery bat211822 experienced a momentary disconnection. A momentary disconnection will cause an audible tone when the battery reconnects to the controller. Failure analysis could not be performed as the device was not returned. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. Heartware has opened an internal investigation to address momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional info received indicated that the device will not be returned for evaluation after further discussion with the patient. In addition, the patient has experienced no further issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.